Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer was using duracell battery. Customer was calling back after troubleshooting unexpected restart alarm. Customer states the pump was not stored or not in use for an extended period of time. Customer also reported blank display but the display returned after troubleshooting. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep/vibrate anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms or unexpected alarm or signal too low alarm after battery change or reset time/date anomaly noted during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.